Event description:
Meter name: one touch ultra. Strip name: unknown. Meter code: unknown. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: headaches. A pt reported that the meter would not turn off. Their meter allegedly would not turn off. The result on their meter was 105mg/dl during the call. There was no comparison. Treatment: customer guessed at the insulin dosage and took 5 extra units of insulin. No further info has been reported.